Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test. However, the pump was received with a high active current measurement and sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active current measurement and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There is no failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, low battery alert was found on: (B)(6) 2025 17:48:00.000. Replace battery alert was found on: (B)(6) 2025 03:19:00.000. Replace battery now alarm was found on: (B)(6) 2025 03:50:00.000, (B)(6) 2025 04:00:00.000. Pump error 23 alarm was found on: (B)(6) 2025 04:01:38.000. Power loss alarm was found on: (B)(6) 2025 04:01:59.000, (B)(6) 2025 04:02:07.000. Pump error 68 alarm was found on: (B)(6) 2025 04:01:06.000. Pump error 49 alarm was found on: (B)(6) 2025 04:01:06.000, (B)(6) 2025 04:01:25.000. Upon checking on the power data/detail trace file, low battery alert, replace battery alert and replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected since the pump restarted due to power loss. No unexpected failed battery alert/battery failed alarm, low battery alert, replace battery alert, replace battery now alarm, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 04-sep-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 00:10:00.000, 08/29/2025 00:20:00.000; (B)(6) 2025 08:25:00.000, 08/31/2025 08:35:00.000; (B)(6) 2025 00:29:00.000, 09/01/2025 00:39:00.000; (B)(6) 2025 23:52:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 04:11:00.000, (B)(6) 2025 04:21:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the vibrator assembly, battery tube spring and battery tube assembly noted. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and motor¿assembly noted. A high active current measurement and sleep current measurement were confirmed due to corrosion on the vibrator assembly, battery tube spring and battery tube assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed the required testing except active current measurement and sleep current measurement. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, a high active current measurement and sleep current measurement were confirmed due to corrosion on the vibrator assembly, battery tube spring and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a battery failed alarm. The customer also reported a crack on the battery tube side that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.